Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer fan was noisy. The programmer was returned for repair, analyzed, and tested out of specification. There was no patient involvement.